Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5 corrected information: h6: component code (annex g). Event description: as reported, during an unspecified procedure, a stone was unable to be removed by an ngage nitinol stone extractor due to having a broken basket wire. The user did not notice when the basket wire broke. The procedure was completed with another same device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. One ngage nitinol stone extractor was returned for investigation in open packaging. The device was found to have a damaged basket. One of the basket wires was broken. The sheaths that secure the basket wires in place and help form the basket shape were severely damaged, being torn, buckled, and split. A functional test determined the handle does actuate basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps important: excessive force could damage device. The provided information states the issue occurred during use of the device. It is possible that procedural related issues such as the size, shape, and/or location of the stones resulted in damage to the basket of the device. No information is known related to possible procedural issues, therefore the cause for the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 16jun2023: the procedure was completed with another same device.

Event description:
As reported, during an unspecified procedure. A stone was unable to be removed by an ngage nitinol stone extractor, due to having a broken basket wire. The user did not notice when the basket wire broke. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention. And did not experience any adverse effects, due to this occurrence. Additional information regarding event details has been requested, but is not available at this time.

Manufacturer narrative:
G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr, part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.